Event description:
Deformation of inner part (threaded rod) of the instrument. Procedural step unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. The stem inserter's threaded distal end is bent along with damaged threads. The overall condition of the device suggests heavy usage. A complaint database search identified similar reports for the provided product code which found misuse and or product wear out due to heavy usage as the root cause. The root cause is attributed to misuse along with heavy usage as a contributing factor. Based on the performed investigation, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.